Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered several bursts of anti-tachycardia pacing (atp) and multiple shocks as inappropriate therapy for a suspected atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) reviewed the stored device data, it was found that during the collection period multiple bursts of atp and a total of 45 shocks were delivered, with some episodes exhausting the programmed therapy. Ts recommended for a further review with the following physician. No additional adverse patient effects were reported.